Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported that the patient's distal femoral replacement "fractured at the stem/collar interface".

Event description:
It has been reported that the patient's distal femoral replacement "fractured at the stem/collar interface". Update (B)(6) 2022: "on reflection, the stem was a bit too thin I think, but the patient had very thin bones and even this prosthesis was difficult to insert. The patient had a revision and is doing well."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a patient specific, distal femoral replacement was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for distal femoral replacement which was inserted on (B)(6) 2015. The surgeon reported stem fracture. The x-ray image provided shows that the femoral stem has fractured at the stem/collar junction which confirms clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported that the patient's distal femoral replacement "fractured at the stem/collar interface".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a patient specific, distal femoral replacement was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for distal femoral replacement which was inserted on (B)(6) 2015. The surgeon reported stem fracture. The x-ray image provided shows that the femoral stem has fractured at the stem/collar junction which confirms clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported that the patient's distal femoral replacement "fractured at the stem/collar interface". Update 21 jul 2022: "on reflection, the stem was a bit too thin I think, but the patient had very thin bones and even this prosthesis was difficult to insert. The patient had a revision and is doing well."